Event description:
Patient was eating dinner, his orthodontic palate expander broke and a 4cm section of the device and was swallowed. The patient had x-rays and gastroscopy which determined the wire piece was in the small intestine. It was removed via endoscopy. The doctor prescribed a ppi, omeprazole, for 2 weeks.